Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.4; second test inr = 2.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070615. First test inr = 3.4; second test inr = 2.1; mean = 2.75; sd = 0.92; %cv = 33.4. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.